Manufacturer narrative:
Approx four months post index procedure, the pt experienced a fall. He also had a leg ulcer complicated by uncontrolled diabetes and was vomiting. Six days later, the pt was taken for surgical debridement of the right achilles. Post operatively, the pt became septic and experienced post-op bleeding. Approx one week later, the pt experienced hematuria and was diagnosed with a left kidney stone. The following day (five months post index procedure), the pt had an acute myocardial infarction. Despite all efforts, the pt expired. Mi was listed as the cause of death per death certificate. The product was not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that this device met quality requirements for product acceptance. This pt had numerous pre-morbid conditions (obesity, hyperlipidemia, previous smoking habit, diabetes (insulin dependant/poorly controlled), and a family history of cad and unstable angina), which put him at increased risk for a major cardiac adverse event. The vessel/lesion treated was a chronically occluded, type c, long lesion (30mm) in the mid lad. The cypher select plus stent is indicated for the treatment of discrete lesions of less than 30mm. The lesion was pre-dilated with a 50mm balloon to 30 atms. The stented area was 46mm. Pre or post dilating outside of the area to be stented with a drug-eluting stent may cause damage to the vessel intima, which will then not be protected. Over the next four months, the pt's course was complicated by uncontrolled diabetes and several infections (uti, pneumonia, leg ulcer, vomiting, hematuria and kidney stone) and was treated with several courses of antibiotics. He underwent surgical debridement of a leg lesion. It is not known if anti-platelet medications were discontinued for this surgery. He was ultimately diagnosed with sepsis. Infection, sepsis, vomiting, and uncontrolled diabetes increase the risk for hyper-coagulation. In the end, the overwhelmed pt experienced an mi and expired. No autopsy was performed. Myocardial infarction, possible stent thrombosis, and death are all known possible complications associated with coronary stenting and are multi-factorial in etiology. In this case, there are multiple co-morbid pt factors, lesion/vessel factors, procedural factors, and possible pharmacological factors that contributed to this pt's course of events. Cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same pt and events. Please reference MFR report #s: 9616099-2007-02543 and -02544.

Event description:
This male pt with a history of obesity, hyperlipidemia, previous smoking habit, diabetes (insulin dependant/poorly controlled), and a family history of cad was admitted for unstable angina. The pt was currently taking aspirin, plavix, and statins. Angiography revealed two-vessel disease. One lesion was treated during the index procedure, with the treatment of another planned for a later staged procedure. Aspirin, plavix, reopro, and heparin were administered. Clotting times were not measured during the procedure. All pre-procedural lab values were within normal limits. The lesion was described as a 30mm, de novo, chronic total occlusion (cto), c type lesion in the distal lad. The vessel was 2.75mm in diameter. The lesion was pre-dilated with a 3.0x50mm balloon inflated to 30 atms. A 2.25x13mm cypher select plus stent was positioned in the lesion and was deployed. A second stent, a 2.5x33mm cypher select stent was also deployed to cover the rest of the lesion. The pt was discharged after 5 days hospitalization with orders for daily administration of aspirin, plavix, and statins. Post procedural glucose levels were elevated and the pt's diabetes was poorly controlled. One month post procedure, the pt was re-admitted to the hospital with sudden onset of central dull chest pain. Troponin levels were negative and the pt did not experience any further chest pain. He was diagnosed with a uti while hospitalized. This was treated with antibiotics. Two months post procedure, the pt was again admitted with chest pain and poorly controlled diabetes. ECG and troponin levels were normal. The pt was diagnosed with pneumonia and was treated with antibiotics.